Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 20 units of insulin randomly.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.